Event description:
Received a copy of hospital medwatch (B)(4). Description states "pt's mother called rn into the room and stated the pt's IV was leaking (pt was receiving 500 ml normal saline bolus). There was a puddle of fluid on the floor and saline was dripping from the roller clamp area. The infusion had been started only moments earlier. Fluids stopped and a new IV set-up was obtained." The ed staff did not save the tubing. There was no report of pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this reported failure was not identified.